Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional confirmed "ruptured implant". Additionally, healthcare professional reported "breast implant radial folds" and "prominent axillary lymph nodes". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: no observed. Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick stress mark. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And possible rupture. Later, healthcare professional confirmed, "ruptured implant". Additionally, healthcare professional reported, "breast implant radial folds" and "prominent axillary lymph nodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; possible rupture

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and possible rupture. The device remains implanted.